Event description:
The customer reported the system displayed a can bus error message. This message will result in a no boot or system lockup situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray generator and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.